Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction under the entire patch adhesive occurred. The sensor was inserted into the arm on (B)(6) 2021. On (B)(6) 2021, the pediatric patient had a reaction that consisted of itching, redness and inflammation. An unknown skin barrier product was used prior to sensor insertion and helped minimize the reaction. The patient had a phone appointment with the doctor and was prescribed flucloxacillin sugar free. At the time of the report the patient was doing fine. No additional patient or event information is available.